Event description:
The article, "pulsed field ablation with a pentaspline catheter and concomitant left atrial appendage closure for long-standing persistent atrial fibrillation: comparison with a radiofrequency cohort", was reviewed. This research article is a retrospective multicenter experience to evaluate the procedural and clinical outcomes of combined pulsed field ablation (pfa)-based atrial fibrillation (af) ablation (including left atrial appendage (laa) electrical isolation, (laaei)) and left atrial appendage occlusion (laao) in long-standing persistent af (lspaf) patients. The devices included in the study were watchman and amplatzer amulet. The article concluded that extensive pfa, including laa electrical isolation, combined with laao was feasible and safe, resulting in shorter procedures, fewer overall peri-device leaks compared with radiofrequency ablation. [The primary and corresponding author was claudio tondo, department of clinical electrophysiology & cardiac pacing centro cardiologico monzino irccs, milan, italy via carlo parea 4, 20138 milano, with corresponding e-mail: claudio.tondo@cardiologicomonzino.it.] This study included patients with drug refractory, long-standing persistent af underwent combined ablation plus laao from 01 january 2020 to 31 december 2024. A total of 90 patients were included in the study, of which 26.6% (12) received an abbott device. The average age of the rf-cohort group was 69.6 years. The average age of the pfa-cohort group was 69.4 years. The majority gender was male. Comorbidities included hypertension, heart failure, coronary artery disease, diabetes, chronic kidney disease, and previous transient ischemic stroke/stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, heart failure, coronary artery disease, diabetes, chronic kidney disease, and previous transient ischemic stroke/stroke. Complications reported included device embolization, patient device interaction problem (residual shunt), stroke, pericardial effusion, bleeding, unexpected medical intervention (medication required); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: pulsed field ablation with a pentaspline catheter and concomitant left atrial appendage closure for long-standing persistent atrial fibrillation: comparison with a radiofrequency cohort. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.